Event description:
One day following implant, high capture threshold on the left ventricular (lv) lead was noted. Diagnostic imaging confirmed the lead had been dislodged. Pacing was programmed off and the lead will continue to be monitored until the lead revision. The patient was stable with no adverse consequences.